Event description:
Device broke or disassembled during use. It was reported "upon attempt by the surgeon to apply the spacer to the stem, the spacer broke apart."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 12 events associated with this event type (device broke or disassembled during use) and product code (B) (4).